Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump stuck button alarm. Customer reported that she received alarm at the button press for too long. Customer stated she changed the battery but insulin pump was switched off. Customer received stuck button alarm after the troubleshooting . Customer stated they were unsure if they pressed a button for three minutes or longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with partial display. Pump failed to rewind. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. Pump failed self test due to partial display. Successfully downloaded history files and traces using thus. Unresponsive keypad was not observed during analysis. No unexpected alarms were found in pump history download; however, verified the pump alarmed stuck key alert on (B)(6) 2020 at time 13:10:04.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and force sensor. Cracked lcd glass was found upon visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and cracked case-corner of belt clip rails. Unresponsive keypad was not observed during analysis. Unresponsive keypad was not confirmed. Missing segments / partial display was confirmed due to cracked lcd glass. Rewind anomaly was confirmed due to moisture damage on the motor. Pump exposed to moisture confirmed on the pcba 1, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.